Event description:
It was reported that the patient's driveline was twisted with concerns of cosmetic driveline damage. A driveline evaluation and repair were scheduled for (B)(6) 2022. Technical services and clinical specialist confirmed cosmetic tears in the outer silicone jacket approximately 3-5 inches from the exit site. The affected area was cleaned and secured with rescue tape. No other issues or alarms were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: cosmetic damage to the driveline's silicone sleeve was confirmed via an abbott representative during a driveline evaluation on 28nov2022. The afflicted area was cleaned, and rescue tape was applied. The submitted log file contained data spanning from 24oct2022 at 18:28:09 to 27nov2022 at 18:00:39, per the timestamp. A transient elevation in pump power of 12.8 watts was captured on (B)(6) 2022 at 22:20:31. A specific cause for the change in pump parameters cannot be conclusively determined. The pump appeared to have been operating as intended. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. This document addresses pump speed, power, flow, and pulsatility index and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The instructions for use explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.